Event description:
An anesthesiologist informed integra-ls of four instances of shearing of the catheter tip-(B)(4) noted upon removal two days post surgery. There was one event which required a surgical revision to remove the tip piece. Patient outcomes were good. No plans to remove the tips on three patients. (B)(4). Additional clinical information requested from the reporting facility.

Manufacturer narrative:
Customer report was not confirmed. The catheter body was found to be in good condition. No visible damage/indentations/kink on catheter body. All through lumens are patent and do not leak, and the balloon inflated clear and concentric and did not leak. The balloon deflated in 2 seconds without a syringe attached.

Event description:
Reportedly, the catheter was used for CABG. Follow up indicated that the patient was diagnosed with angina pectoris and a CABG for triple vessel disease was conducted. Catheter was inserted to pulmonary artery, but it was unable to measure the wedge pressure. When customer tried to move the catheter back, it was difficult to deflate the balloon. When the catheter was moved to the right ventricular, ventricular tachycardia occurred for approximately 10 seconds. Customer checked the catheter position by x-ray, and it was found that the catheter was kinked at approximately 12cm proximal from the tip. Another catheter was used and problem was solved. As of 2009, the patient had recovered.